Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she went to deliver a bolus and found that the display on the insulin pump was blank. The customer changed the battery and received a battery out limit alarm. The customer stated the batteries were out of the device for greater than duration allowed. Blood glucose value was 144 mg/dl. The customer stated that the screen was showing the battery icon, reservoir icon and a black dot. The customer mentioned that the battery cap fails every 6 months. Customer was advised the battery cap would be replaced and to monitor the insulin pump.